Manufacturer narrative:
Investigation summary: bd received sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for glass in the tube with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of glass in the tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of glass in the tube. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tube, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: a piece of small glass was found inside the tube 1 tube in a whole tray of 100.